Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was difficulties interrogating this patient after they had received inappropriate shocks due to electrode dislodgement. System was successfully reprogrammed. It was determined that the difficulties interrogating was likely due to incompatible software versions. No adverse events.